Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed, and the root cause was use error (patient did not open the clamp on the patient line during prime cycle). The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation with air noticed in line, this situation occurred during fill. The hp was instructed to start over with new supplies. The patient was involved, but there was no patient injury or medical intervention reported. Baxter was contacted by the patient on (B)(6) 2011. The patient stated the following: the cause of the alarm was a closed patient line clamp that caused the air in the setup. The patient forgot to open it during priming. The patient has been doing fine since the event and there was no patient injury or medical intervention reported.